Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per mre, the device manufacture date has been updated to 11-may-2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified breast reconstruction with a smooth mentor memorygel breast implant (450cc on right and 650cc on left) and experienced postoperative unexplained systemic symptoms, including brain fog, high heart rate, passes out, sees blinking lights, gets shaky, dizziness, concave chest, and bowel problems. Patient reported that she has been checked for strokes and has had multiple surgeries on the chest. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the left-sided implant.